Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. During an elective lead upgrade, the physician removed the implanted leads from the tissue. While doing so, the lead inadvertently came out of the ipg header. According to the physician, the setscrews had not been loosened at that point. As a result, the ipg was explanted and replaced. The explanted ipg was not returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.